Event description:
It was reported that the preloaded toric intraocular lens (iol), sn (B)(6), was wedged in the injector and could only be pushed out with difficulty. There was no patient contact with the lens. The lens had damage to the edge. The replacement preloaded toric iol, sn (B)(6), was implanted without any problems. Unfortunately, there was also damage to the edge of this lens. The lens remains in the eye. No further details were provided. Note this report is for sn (B)(6). A separate report will be submitted for sn (B)(6).

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 09-jan-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge, and the cartridge tip was damaged in a way that could be consistent with damage that occurred during shipping. A stress mark was found on the cartridge tip, extending to the cartridge tube; this stress mark was in specification for a used device. The lens module was inspected revealing no viscoelastic residue or damage. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected revealing no issues. The lens was received attached to a piece of paper. The lens was removed and cleaned, presenting with a portion of the lens torn from the optic body; the optic body presented with cosmetic scratches. The complaint issue "stuck in cartridge" and "lens damaged" were not identified during product evaluation. The observed "iol torn" and "cosmetic issues" is similar to the reported complaint issue "lens damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.